Event description:
It was reported that during the aneurysm embolization procedure, the physician used microcatheter to deliver the subject stent. After the subject stent was advanced into the proximal of the microcatheter, it could not be advanced any more. The subject stent got stuck and could not be withdrawn either. After several pushing and pulling the delivery wire of the subject stent was taken out of the microcatheter and the subject stent was left inside the microcatheter. The physician cut the microcatheter to take the subject stent out and replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the aneurysm embolization procedure, the physician used microcatheter to deliver the subject stent. After the subject stent was advanced into the proximal of the microcatheter, it could not be advanced any more. The subject stent got stuck and could not be withdrawn either. After several pushing and pulling the delivery wire of the subject stent was taken out of the microcatheter and the subject stent was left inside the microcatheter. The physician cut the microcatheter to take the subject stent out and replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent was returned within a microcatheter. The stent was found to be stuck inside of the microcatheter shaft. The stent was found to be deformed. The sdw (stent delivery wire) and stent introducer sheath were not returned. Functional testing was not performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the operator used microcatheter to deliver a stent and after the stent went from introducing sheath to go into microcatheter proximal the stent could not be advanced any more. The stent got stuck and could not be withdrawn either. After several pushing and pulling the delivery wire was taken out and the stent was left inside the microcatheter. The operator finally cut the microcatheter to take the stent out and replaced the stent with another one in same catalog to continue the procedure. The stent was returned for analysis deployed inside the proximal section of a microcatheter. Once it had been removed (it was necessary to cut open the microcatheter shaft to achieve this) the stent was noted to be deformed in the middle section. The introducer sheath and the stent delivery wire (sdw) were both not returned for analysis. The event description notes friction following transfer of the stent into the proximal section of the microcatheter. It is possible that the introducer sheath moved either distally or proximally prior to stent advancement out of the sheath. If this were to occur, the stent may become damaged as it is advanced through the distal opening of the introducer sheath. The damage would then result in increased friction as the stent is advanced through the proximal section of the microcatheter shaft. Attempting to remove a stent which had become stuck inside a microcatheter shaft can lead to the stent becoming deployed inside the microcatheter shaft. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported events of stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter and as analyzed events of stent deployed prematurely during use and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.